Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it has a high leakage sound inside the unit. The customer reported after trouble shooting found the oxygen switch inside the gas delivery engine (gde) broke off. The customer reported there was no patient involvement associated with this event.